Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device stuck on the stomach. The device fired completely, the staple line and cut line were fine; however, the device just died. The reverse did not work and the manual over ride did not work then finally the device opened. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4) = pcb component. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur? 3rd or 4th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Unk. Were any of the forces higher or lower than expected? Opening was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with a ecr60b cartridge loaded on the device. The cartridge was received fully fired and in good visual condition. During functional testing it was noted that upon firing, the device continues its firing once the firing trigger is actuated and released. The knife did not return automatically to home position. In order to verify the condition of the internal components the device was disassembled and the firing switch was noted to be not working properly leading the failure mode found during testing. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.